Event description:
On (B)(6) 2025, the patient, recently started on the ilet pump (in learning mode), reported experiencing recurrent hypoglycemia at work. At the time of the call, cgm (dexcom g7) showed 63 mg/dl. The lowest blood glucose (bg) reported on the ilet was 45 mg/dl. The patient stated they had already consumed 36g of glucose plus a granola bar but continued to experience lows, particularly when standing up during their labor-intensive job. While on the call, the patient consumed an additional 16g of glucose tablets. The patient did not have a blood glucose monitor (bgm) to confirm readings. When asked about calling ems, the patient declined, preferring to wait for bg to rise. The agent planned to follow up in 30 minutes. On (B)(6) 2025, the patient reported eventually bringing bg back into range after the episode, though they had been low for approximately 45 minutes and consumed about half a bottle of glucose tablets. The patient had also contacted ems during the episode. By the time ems arrived, blood glucose (bg) had stabilized, so no treatment was given. The patient had since spoken with their trainer, who adjusted the target settings. On (B)(6) 2025, the patient confirmed ems was called but did not intervene as bgs had stabilized. Without a bgm available at work, the patient could not confirm lows beyond cgm data. Bgs were later confirmed at 114 mg/dl by bgm and stable.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.